Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), fatal completed suicide ("my mother committed suicide due to injuries she suffered from essure device/my mother committed suicide due to injuries she suffered from essure device"), fatal depression suicidal ("severe depression/ depression/suicide/psychological or psychiatric problems condition: depression/suicide"), autoimmune thyroiditis ("hashimoto disease") and coeliac disease ("celiacs disease/autoimmune disorder type: celiac disease") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthralgia. Concurrent conditions included overweight. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergic reaction/nickel/gold allergy that was in essure/allergic or hypersensitivity reaction: type: allergic to nickel and gold in essure implant/nickel allergy"), pain ("pain all over, severe") and arthralgia ("pain joints, severe"). On (B)(6) 2017, the patient experienced completed suicide (seriousness criterion death). On an unknown date, the patient experienced depression suicidal (seriousness criterion death), autoimmune thyroiditis (seriousness criterion medically significant), headache ("headaches"), abdominal distension ("severe bloating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), coeliac disease (seriousness criterion medically significant) with rash, weight decreased ("weight loss/weight gain/loss: weight loss"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue") and hypoaesthesia ("loss of feelings in limbs"). The patient was treated with surgery (complete hysterectomy (uterus and cervix removed)) and surgery (thyroid removed). Essure (ess205) was removed in (B)(6) 2016. By the time of death, the pelvic pain, headache, abdominal distension and allergy to metals had not resolved and the autoimmune thyroiditis, menorrhagia, vaginal haemorrhage, coeliac disease, weight decreased, alopecia, fatigue, pain, arthralgia and hypoaesthesia outcome was unknown. The patient died on (B)(6) 2017 and the reported cause of death was suicide and suicidal depression. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, coeliac disease, completed suicide, depression suicidal, fatigue, headache, hypoaesthesia, menorrhagia, pain, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: patient was left with serious injuries patient was forced to undergo a major surgery as a result of her essure implants patient sought treatment on multiple occasions. Essure confirmation test: she did not know if her mother underwent an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fatal completed suicide ("my mother committed suicide due to injuries she suffered from essure device"), fatal depression suicidal ("severe depression/ depression/suicide"), autoimmune thyroiditis ("hashimoto disease") and coeliac disease ("celiacs disease") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthralgia. Concurrent conditions included overweight. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergic reaction/nickel/gold allergy that was in essure"), pain ("pain all over, severe") and arthralgia ("pain joints, severe"). On an unknown date, the patient experienced depression suicidal (seriousness criterion death), autoimmune thyroiditis (seriousness criterion medically significant), headache ("headaches"), abdominal distension ("severe bloating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), coeliac disease (seriousness criterion medically significant) with rash, weight decreased ("weight loss"), alopecia ("hair loss"), fatigue ("fatigue") and hypoaesthesia ("loss of feelings in limbs"). The patient was treated with surgery (complete hysterectomy (uterus and cervix removed)) and surgery (thyroid removed). Essure (ess205) was removed in (B)(6) 2016. On (B)(6) 2017, the patient experienced completed suicide (seriousness criterion death). By the time of death, the pelvic pain, headache, abdominal distension and allergy to metals had not resolved and the autoimmune thyroiditis, menorrhagia, vaginal haemorrhage, coeliac disease, weight decreased, alopecia, fatigue, pain, arthralgia and hypoaesthesia outcome was unknown. The patient died on (B)(6) 2017 and the reported cause of death was suicide and suicidal depression. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, coeliac disease, completed suicide, depression suicidal, fatigue, headache, hypoaesthesia, menorrhagia, pain, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: patient was left with serious injuries. Patient was forced to undergo a major surgery as a result of her essure implants. Patient sought treatment on multiple occasions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on 17-apr-2018: pfs received. The case became fatal. New events added- abnormal bleeding (vaginal, menorrhagia), depression/suicide; committed suicide, celiacs disease caused skin rash, hashimoto disease, weight loss, hair loss, fatigue, pain all over, pain joints, loss of feeling in limbs. Incident: this female plaintiff had essure (fallopian tube insert) inserted during approximately 10 years, the device was removed by a total hysterectomy due to pain (seen as pelvic pain). During this period she was diagnosed with celiac disease and hashimoto¿s thyroiditis, and severe depression. Seven months after essure removal, she committed suicide. Pelvic pain is anticipated, while the other events are unanticipated for essure. Pain of variable intensity and duration may occur and persist under essure, therefore a causal relationship cannot be excluded; this case was regarded as incident, since a device removal was required. Considering the autoimmune origin of the celiac and hashimoto disease, these events were considered unrelated to essure. Considering the local effect of essure in the fallopian tubes and the fact that the suicide occurred months after essure removal, depression and the complete suicide were considered unrelated to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal distension ("severe bloating"), allergy to metals ("nickel allergic reaction") and depression ("severe depression"). The patient was treated with surgery (undergo a surgical procedure including a complete hysterectomy with removal of the essure devices). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, headache, abdominal distension, allergy to metals and depression had not resolved. The reporter considered abdominal distension, allergy to metals, depression, headache and pelvic pain to be related to essure (ess205). The reporter commented: patient was left with serious injuries patient was forced to undergo a major surgery as a result of her essure implants patient sought treatment on multiple occasions incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.